Manufacturer narrative:
The exposed portion of the soft cannula was observed to be bent. During the investigation, this damage did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The downloaded data does not show any timeouts or drive stalls that would indicate a failure of the pod to deliver insulin. No other damages or defects were found with the device. Although the cannula was damaged, the timing and cause of the damage is unknown and the exact cause of the event could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level increased to 28 mmol/l (504 mg/dl) after wearing the pod on the leg for approximately 49 to 71 hours. The patient managed the hyperglycemia by administering insulin via a novopen and subsequently replacing the pod, after which blood glucose values returned to normal. Investigation of the returned pod identified a bent cannula. The device had originally been reported due to the customer¿s concern that it may not have been delivering insulin.